Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the patient underwent skin revision surgery (date not reported) and was treated with injectable steroid (date not reported) due to keloids near the implant site.